Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported leaking from the distal smartsite during heparin infusion. A heparin bolus was administered via syringe and when the syringe was removed fluid was noted to be leaking from the smartsite. The set was changed out and the heparin infusion continued with no problems. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.